Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that multiple cartridge alarms occurred. Reportedly, the pump was within the allowable operating altitude range at the time of the alarms. Customer¿s blood glucose value was 180 mg/dl. A replacement pump was sent to resolve the issues.

Manufacturer narrative:
Battery: the failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes. Cartridge alarm 24, cartridge alarm 6: the failure investigation has been completed. Based on the analysis, the alleged cartridge alarm 24 and 6 could not be verified; however, a malfunction 3 issue was identified. The information will be used for tracking and trending purposes.